Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0k32w, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient¿s lead was replaced due to being caught in a different bundle. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.